Event description:
It was reported to minimed that the customer received the display of the insulin pump was blank, unspecified alarm, the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed. Customer was able to clear the error and complete rewind if requested. Customer reports the transmitter did not blink when connected to the sensor or sensor warm up not started. Transmitter was fully charged prior. Light blinked when transmitter was disconnected from the charger. Transmitter light blinked when connected back to the sensor but transmitter was not connecting to the pump. Light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.